Event description:
Information was received that the patient has had increased seizures. The physician noted that the seizures may be due to irregular stimulation from the age of the vns device. Diagnostics and battery status were noted to show no anomalies. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patients generator was explanted. The explanted generator has not been received by product analysis to date.